Event description:
We were informed on (B)(6) 2022 about an event regarding a medtronic lead extension that was explanted at (B)(6) hospital due to high impedances. This device is not manufactured by boston scientific. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to additional documents in i2k.